Event description:
Complainant alleged that the clinicians were treating a 69 year old female who had been diagnosed with congestive heart failure. The pt was defibrillated four times at 360 joules, but after the fifth 360 joule shock was administered to the pt, the device shut down. The device was attached to the powercharger and plugged into an ac outlet, and the powercharger indicator light indicated that the device was on ac power and that the charger was on. The clinicians then obtained another device to defibrillate the pt, but the physician then called off the code. In addition, the complainant also reported that after the event the malfunctioning device was turned off, and less than 5 minutes later it was turned on again in an attempt to print the event summary, but the device would not print the event summary. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.